Event description:
The peripheral screws completely disassociated from the glenoid baseplate, even with the glenosphere intact. There was significant bone loss on the glenoid, and the micromotion from the baseplate & screws "rocking" left uncontained defects in the glenoid. There was metallosis around the implants and osteolysis around the humeral cup. Revision surgery occurred.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Note that no additional feedback (no x-rays...) Was received from sales rep. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The peripheral screws completely disassociated from the glenoid baseplate, even with the glenosphere intact. There was significant bone loss on the glenoid, and the micromotion from the baseplate & screws "rocking" left uncontained defects in the glenoid. There was metallosis around the implants and osteolysis around the humeral cup. Revision surgery occurred.